Event description:
Disposable laryngoscope blade broke during intubation. The part that broke is the section that connects to the laryngoscope handle. Another blade was available and pt was then intubated without incident. No adverse effects to pt were noted.